Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the patient and the managing physician were concerned about the rate at which the ins battery was depleting, and the rep called to get a battery calculation. C+ 3- 2- amp: 3.2v pw: 120us 180hz therapy imp: 1000us (rep stated that the electrode impedances were around 1000 and fluctuate , they did not have therapy impedance so the calculation was ran with 1000 ohms and 700 ohms. Estimate for a single channel device to elective replacement indicator (eri) :2.46 years , end of service (eos): 2.71years, assuming 700 ohms, eri would be 23.16 months. Eos: 2.18 years. The rep stated that the patient was having the battery replaced and moved around because patient had become pregnant. Additional information was received from the rep on (B)(6) 2018 indicating that the cause of the ins battery depleting fast was not determined. The ins was explanted on (B)(6) 2018 but it would not be returned for analysis. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.